Event description:
It was reported that during a supply change the infusion set was accidentally removed from the applicator and the infusion set was then deployed or connected incorrectly, and the user has been struggling with proper placement and connection of the inset infusion sets. There were no reported adverse clinical effects and no device alerts or alarms. Outcomes included replacement supplies and user education provided. Investigation included customer interview and troubleshooting with education on correct infusion set deployment and connection. Investigation of this case revealed user handling error related to infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related technique.